Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Guide has broken in half. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. There is no evidence of wear or misuse. The overall condition of the device indicates little usage. The root cause of the breakage is unknown. A complaint database search finds no additional reports against the complaint sample product and lot combination. Based on the inability to determine a root cause, no corrective action is being pursued at the time. Reported events of device breakage will be trended through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.